Event description:
A customer reported to baxter corporate product surveillance an unknown flogard infusion pump with failure code f22. It is unknown when the alleged defect occurred. It is unknown if there was any patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. Since the product code and serial number of the device involved are unknown, a service history review, and device history review cannot be preformed. Since the product code and serial number of the device involved are unknown, or a 510k number cannot be provided.